Event description:
It was reported that the procedure was not completed. A 2.0x40x150 (4f) sterling balloon was selected for use. During the procedure, it was noted that the balloon could not inflate in the target lesion. Consequently, the procedure was not completed due to this event. No complications were reported and the patient was stable post-procedure.